Event description:
As reported to coloplast though not verified, patient was implanted with omnisure on (B)(6) 2010. Later patient experienced vaginal erosion, pain, dysparuunia, prolapse and difficulty urinating.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.